Event description:
It has been reported that one unspecified bd¿ syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: on (B)(6) 2020, at13:40, the patient came to the observation room to inject chemosurgicide, 20ml syringe was used to push the drug, at the end of pushing, flushed the tube with a 5ml syringe, the family found that there was a black unknown foreign matter in the syringe with liquid activity.

Manufacturer narrative:
H.6 investigation summary: bd has not been provided with photos or samples to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Even though any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. A device history record could not be completed as no lot number was received. Considering our in-coming and in-process inspection, no corrective actions are required at this time. H3 other text : see h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: on january, 8th, 2020, at 13:40, the patient came to the observation room to inject chemosurgicide, 20ml syringe was used to push the drug, at the end of pushing, flushed the tube with a 5ml syringe, the family found that there was a black unknown foreign matter in the syringe with liquid activity.